Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, the valve was not fully expanded. The valve was recaptured twice due to the valve dislodging. The valve was released in a high position. An angiogram revealed that the valve dislodged into the ascending aorta. The valve was snared upward to the arch. Subsequently, a 34 mm valve was successfully implanted resulting in mild pvl. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the angiographic record included with the complaint was reviewed and the findings were as follows: a pre-bav was performed and excessive calcification on the native valve can be seen. The image showed the position of the delivery catheter system (dcs) (with visible kink in the valve) is around the aortic arch. The valve was 1/3 deployed in a high position with the inflow in the coronary sinus. The valve was recaptured (1st recapture) and redeployed. Under-expansion of the valve can be seen. The implant depth was also unacceptable as the valve was too high in the annular space. The valve was recaptured (2nd recapture) and redeployed to an acceptable position. The image showed the fully deployed valve in the ascending aorta. There were no images that showed how the valve moved to the top of the arch. Typically, an external factor (e.g., nosecone of the dcs) can cause the valve to move but in this case, there were no images to indicate the cause. A second valve was loaded and brought to the descending aorta. The first valve was held in place with a snare as the dcs with the second valve passed through the first valve in the arch. Deployment of the valve began but at 50% deployment, the valve popped out of the annulus due to the pushing motion on the dcs which pulled the valve towards the non-coronary cusp (ncc) and popped out. The second valve was recaptured and redeployed to an acceptable position. The image showed the movement of the first valve in the arch with each heartbeat. The paddle of the first valve was snared and was pulled up against the left subclavian artery. Upon release of the snare, the first valve was stable in the arch and all branch vessels were patent. The review of the angiographic record concluded that the first valve was recaptured twice and released into an acceptable but elevated position in the annulus. It was also confirmed that the valve was under-expanded and dislodged. However, the cause of the valve movement into the ascending aorta could not be confirmed as the information received did not include images that showed the actual dislodgement. Subsequently, a second valve was implanted in an acceptable position with mild paravalvular leak (pvl). Multiple factors can affect frame expansion or compression, such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). In this case, it is possible that under-expansion of the valve was attributed to the excessive calcification on the native valve (seen in image). However, a conclusive cause for the under-expansion could not be determined. Valve dislodgement events are typically not related to a device malfunction. Potential factors that can influence a valve to dislodge include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. Based on the cine images provided, a conclusive cause for the dislodgement could not be determined. There was confirmation that the first valve moved into the ascending aorta. However, there was no indication (no images) of the mechanism in which the valve moved. Mild pvl was noted on the angiographic record after the second valve was implanted. A mild pvl has minimal impact on the patient and is generally deemed as an acceptable residual condition. Based on the information provided, a conclusive cause for the mild pvl could not be determined. The device history records for the device was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. If information is provided in the future, a supplemental report will be issued.